Manufacturer narrative:
(B)(4).

Event description:
It was reported that during insertion of the stimloc, the screw stripped and had to be replaced. The stimloc cap cracked. No complications and the screw was replaced.

Manufacturer narrative:
(B)(4).